Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was stuck on error your pc ran into a problem and needs to restart and went offline in remote smart service. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter facility name:(B)(6).

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station struck on error. A field service engineer determined that windows failed to launch due to an interrupted update. The station was powered off, and the hard drive was removed. The station was rebooted without the hard drive but remained powered off. After reconnecting the hard drive, the station was rebooted again, and windows launched successfully. The hardware was rebooted, and upon completion, both the hardware and application performed successfully. Hardware functionality was verified through the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was stuck on error your pc ran into a problem and needs to restart and went offline in remote smart service. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.